Event description:
(B)(4). It was reported by the consumer legal representative that the 9805p hydraulic lift allegedly had a lot of dust coming from the unit's cylinder. There was no patient injury reported.